Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using two bd vacutainer® push button blood collection set, the customer noticed blood leaking under the wings of the device. No patient or user impact reported.

Event description:
It was reported that while using two bd vacutainer® push button blood collection set, the customer noticed blood leaking under the wings of the device. No patient or user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 17-mar-2025 investigation summary "bd received 10 samples and 6 photos for investigation. The photos were reviewed and the indicated failure mode for leakage was observed. Additionally, the 10 customer samples along with 30 retention samples from bd inventory, were evaluated by functional testing and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.".